Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1 airseal ifs, 120v device was being used during a robotic prostatectomy procedure on (B)(6) 2026 when it was reported ¿the issue described sounded like the over pressure issue we've been seeing a lot of. There was an air embolism that was attributed to the airseal issue. The patient ended up being fine and the embolism resolved.¿. Further assessment found that there was an issue with the airseal. We couldn¿t get it to maintain pnuemo. The patient ended up with an air embolism and the doctor says it was caused by the airseal. It is unknown if any alarms or notifications occurred during the procedure. The procedure was completed and the patient ended up being fine and the embolism resolved. There was no report of medical intervention extended hospitalization for the patient or user. This report is being raised on the reported injury due patient obtaining an air embolism.